Event description:
The patient reported the display screen on his insulin infusion device is partially blocked by a "black circle." He stated the circle is on the left side of the screen and blocks the bolus profile graph. He said he is able to operate the device with the circle present. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.